Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was in the range of 500 mg/dl. The customer stated that before ate biscuit the blood glucose was 521 mg/dl, she gave 6u of insulin and then after ate biscuit the blood glucose went to 574 mg/dl. The customer also mentioned other blood glucose values such as 70 mg/dl. The customer stated that the blood glucose went to high because she was not on cgm therapy. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump was not on auto mode at the time of incident. The customer treated high blood glucose with insulin pump. Based on customer report customer does not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer saw small air bubbles in tubing length. The insulin pump will not be returned for analysis.